Event description:
The device was used during a laparoscopic hernia repair procedure. Reportedly, the stpales did not form properly. The surgeon applied another device to complete the procedure. The hospital has reported no patient injury occurred